Event description:
(Report 1 of 3) it was reported during surgery as the surgeon was implanting the first screw (part number 3051-25028) it broke before the screw was fully seated. The next two screws used (part numbers 3051-25024 and 3051-25036) were reported as bent but were still implanted. The surgery was completed after a 3-5-minute delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00472 through 3025141-2024-00474.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Two pieces of a screw were received. The pieces were anodized the same color as an acutrak 3 micro screw. The condition of the pieces inhibited confirmation that they matched one of the report screws involved in the reported event. The two returned screw pieces were the trailing third of the screw and a portion from the middle section, also known as zone b on the engineering drawing. The portion from the middle section had multiple markings and lines which appeared to suggest a tool like pliers was used to remove this portion of the screw. The piece of the trailing third of the screw aesthetically appeared significantly better. It had minor deformation near where the screw sheared off. An axial view of this cross section confirmed plausibility of this type of screw failure mode. The driver socket showed signs of engagement with a driver tip. Furthermore, three of the six inner lobes showed signs of material deformation. Additionally, an inclusion blocked the ability to view down the cannulation of this piece. The inclusion appeared to be some residual material from the surgical event. Per additional information received, the following observations were noted: absence of profile drill use, the possibility of drilling depth undersized for the screw which broke, description of bent screws, and very hard bone. Three of these, each individually, typically increase the required insertion torque. In combination, the likelihood is high this condition required the screw to withstand a heightened amount of insertion torque. The additional noted observation of "bent screw", as reported, adds plausibly of heightened insertion torque conditions. The effect most likely contributed to the broken screw. Furthermore, the possible undersized drilling and absence of profile drill use mean not all surgical technique steps were followed correctly. The returned pieces, subsequent observations and additionally collected information support the reported event. Not all the broken screw tip pieces were returned. Some additional information was collected which indicates the profile drill was not used and suggests not all surgical technique steps were followed which may have led to an increase in required insertion torque. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10, investigation findings code (annex c): updated to 3243, investigation conclusions code (annex d): updated to 4315.